Event description:
The manufacturer received information alleging an issue related to the bipap device's sound abatement foam. The patient alleged digestive problem. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the bipap device's sound abatement foam. The patient alleged digestive problem. The patient alleges cirrhosis of the liver is secondary to nonalcoholic steatohepatitis. B. 7 section was incorrectly reported in the previous report, the information should have been included in b5 rather than b7. Section h1 was incorrectly reported in the previous report, which is correctly reported in this follow up report. Section h6 health effect - clinical code: 1736 and impact code 4614 were missing in the previous report, which is correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged digestive problems and diagnosed with non-alcoholic steatohepatitis (nash) and currently with liver cirrhosis secondary to nash. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination under ui knob and in the latching mechanism on humidifier side of the device. Negligible dust/dirt contamination was observed on and in the blower with more extensive dust/dirt contamination on the sound abatement foam. A long piece of what appears to be flash was found in the blower box. The device's event logs were downloaded and reviewed. 28 instances of continue error e-53 were logged. Investigation can confirm that there was no evidence of sound abatement foam observed, but can confirm the presence of dust/dirt contamination and flash in the airpath. Section d8, d9, h2, h3 and h6 has been updated.